Manufacturer narrative:
The following other devices were also listed in this report: triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# unknown. Unknown femoral condyle; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as device was retained at (B)(6). Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: no devices were returned for review but based on the photograph provided, the bearing surface of the insert has evidence of mild pitting and burnishing with some explantation damage but otherwise appears unremarkable and is consistent with in vivo use of the device. Medical records received and evaluation: not performed as no medical records were provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, pathology reports, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If the device and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to infection.